Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic stent graft system was implanted in a patient for the endovascular treatment of a unknown diameter abdominal aortic aneurysm on an unknown date. It was reported that the patient had an unknown type of endoleak on an unknown date, which was repaired. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.